Event description:
Boston scientific received information that the right atrial (ra) lead displayed a pacing impedance measurement of greater than 2,500 ohms, with no capture at maximum outputs in the unipolar configuration. The ra lead was reportedly fractured. The device was reprogrammed to vdd, with the physician electing to monitor the device system. Additional information was received that the patient with this device system was pregnant at the time of the ra lead fracture. The physician closely monitored the patient. During delivery of the baby, the patient reported feeling nauseous and dizzy. At this time, it was also noted that the right ventricular (rv) lead had fractured, with pacing impedance measurements greater than 2,500 ohms and loss of capture (loc). It was unknown if the patient's symptoms were a result of the delivery or device system. Upon further review, it was confirmed that the fractures were attributed to subclavian crush. The physician continued to monitor the patient until six months of breastfeeding were complete. A revision procedure was performed and once the device system was extracted, a venogram was performed, which demonstrated left occluded subclavian vein. A new device system was successfully implanted. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned. The extraction stylet was returned stuck in the lead. The helix was extended, with dried body tissue entwined in the helix. Additionally, dried blood was observed past the helix mechanism up through the lumen. The lead was found to have clavicle abrasion and lead on lead abrasion. The lead was also fractured, however, consistent with the suture sleeve tie down fractures. With manipulation, the lead was found to be electrically continuous.